Manufacturer narrative:
The pump passed displacement test, self-test and active current test. Unit failed sleep current test. High sleep current isolated to pcba 1. Pump error 25 due to non-sleep anomaly software error. Pump error 25 confirmed. Low battery alert less than 1 week not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery life. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.